Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "the cup would not thread on to the impactor. Opened another cup and used that one instead."